Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion located in the heavily tortuous distal left circumflex artery. A non-abbott guide wire and a non-abbott microcatheter crossed the lesion, after which the guide wire was retracted; leaving the microcatheter in the patient anatomy. The balance middleweight (bmw) elite guide wire was advanced into the microcatheter; however, when an attempt was made to remove the microcatheter, the bmw elite was also retracted as the guide wire appeared to be stuck in the microcatheter at the solder joint approximately 4 centimeters from the tip. The microcatheter was successfully removed from the patient anatomy after several attempts were made. A non-abbott stent was deployed, but slow flow was observed. Another microcatheter was delivered onto the bmw elite to infuse drug into coronary, the microcatheter was stuck again at the same solder point. The microcatheter was successfully advanced to the lesion after several attempts. The procedure was completed without adverse patient effects or a clinically significant delay in the procedure. After the procedure, when the bmw elite was examined in vitro, inspection of the guide wire confirmed the solder point felt like a hard lump. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: launcher 7f ebu3.5; stent: promus element; other: corsair 135cm, lumine catheter. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.